Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Reportedly, the customer consumed carbohydrates to address their bg level. The customer alleged that the pump miscalculated boluses. Tandem technical support reviewed the bolus calculation; reportedly the customer was unclear on the insulin on board function of the pump. Tandem educated caller on correction bolus calculations with insulin on board.